Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving lost sensor alarms on his insulin pump. During troubleshooting, it was found that the lost sensor alert is occurring after the initialization period and radio frequency communication was never established. The customer was advised the sensor may be dislodged, bent, retracted, damaged, or just not working. The customer's blood glucose concentration was 195 mg/dl. No further information was provided.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of two sensors failed for low readings and the other passed with accurate readings.